Event description:
A customer reported that fibers were observed inside pt's eyes during surgery. It is unk if the fibers were removed during the initial procedure or postoperatively. Current pt status is unk at this time. Additional info has been requested. This is the first of two medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).